Manufacturer narrative:
Post quality control (qc) performance test results were reviewed for lot number ch21k10 and no deviation was found. To identify the true root cause of this allegation, access bio would need more information from the customer to rule out potential root causes. However, in the absence of information from the customer, it would be difficult to rule out potential root causes identified below. 1. Customer might not follow the instructions for use (IFU) a. Excess blood or mucus on the swab specimen may interfere with test performance and may yield a false-positive result. B. Interpreting results after 15 min. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of the test device. 2. Tests might be exposed to extreme environmental conditions during storage. 3. The pcr test and another rapid antigen test might yield a false-negative result. Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.

Event description:
The customer reported on march 22, 2022 to access bio, a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient who reported to have a febrile illness. The patient was tested consecutively four times over three days (march 16, 2022; other dates are not reported) with a positive result. However, the patient tested negative by 2 separate pcr tests (curative and uw sars-cov-2 real-time rt-pcr assay) performed on (B)(6) 2022, respectively. Also reported negative results multiple times using the ihealth rapid test kit (on (B)(6), 2022). On march 22, 2022, the customer also reported the case to the FDA (report# mw5108494) describing the above incident. Access bio received a letter from the FDA on march 30, 2022, mentioning the case and the actions required. Access bio followed up three times on march 23 and 30, 2022, and april 5, 2022, to better understand the facts and circumstances of the tests. The customer reported that the patient and the family experienced anxiety and stress. The patient was also in contact with a staff member with an immunocompromised spouse. The patient underwent a 5-day self-isolation after having positive test results on carestart rapid result covid test system and was not on any medication. No other adverse patient effects were reported.